Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during device change out, the polarity of the ventricular lead was switched to unipolar with the impedance around 300ohms. Prior to change out, the ventricular lead was tested bipolar and values were within normal limits. Unipolar sensing and thresholds were within normal limits prior to change out. During change out the polarity was switched back to bipolar and the impedance was less than 100ohms. In addition there was no capture at 2volts and 0.4ms. Lead replacement was tried, but access for the new lead was not able to be obtained. Since the patient was not pacer dependent, the original lead was used and the device was programmed to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.